Manufacturer narrative:
(B)(4). Conclusion: the actual sample was returned for evaluation. Visual examination revealed that the breakage occurred at the tip area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package inserts (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jak001, MFR. Date: 01/19/2015; exp. Date: 12/31/2019. Batch # jaz474, MFR. Date: 01/13/2015; exp. Date: 12/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2015 and suture was used. After suturing of myometrium, it was noticed that a tip of the needle was missing when placing the needle back in a needle counter. After seeking on the floor, there was something looked like a tip of needle under the anesthesia apparatus. But it was found that metal piece was not the needle tip. There is possibility that the broken needle tip has remained in the patient's body.